Event description:
A journal article was received entitled, auxiliary locking plate improves fracture stability and healing in intertrochanteric fractures fixated by intramedullary nail sebastian eberle , johannes gabel , sven hungerer, stefanie hoffmann, robert pätzold, peter augat, volker bühren, clinical biomechanics 27 (2012) 1006¿1010. This study describes the results of 13 patients with unstable intertrochanteric or subtrochanteric nonunions who were treated by revision surgery. Their initial implants were replaced by the long gamma nail and additional locking compression plate (lcp). Four female and nine male patients with an average age of 55.4 years were studied. Postoperatively, one patient experienced a refracture and one patient developed an infection and nonunion. This report is for a locking compression plate. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2012 dec; 27(10):1006-10. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.